Manufacturer narrative:
No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. All compounding, preprocessing, filling and packaging master batch records (mbrs are subjected to 2 independent reviews. In addition, the following are reviewed: all chemistry and microbial finished product results. Environmental, utility, bioburden records. Sanitization records. Sterilization cycles. Silikon 1000 is compounded by (1) chemical and thermal extraction, and (2) sterile filtration of oil prior to filling. The product is then filled into its primary packaging components using aseptic processing. Silikon 1000 10 ml glass bottles and the stoppers are made from silicone. The product is terminally sterilized using dry heat. Following sterilization, units are 200% inspected for particulate in the solution and then packaged into pouches and sealed. Root cause for the complaint condition could not be determined. The product labeling for silikon 1000 provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. Per monthly trending, no associated trend alert(s) were observed. All complaints are reviewed on a monthly basis, and corrective actions will be defined if required. The manufacturer internal reference number is: (B)(4).

Event description:
An author reported via literature article that a patient who underwent retinal detachment surgery received ophthalmic silicone oil. Following the procedure, intraventricular migration of the silicone oil was observed. The patient experienced transient disturbances of consciousness, along with headache and dizziness. The patient current condition was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: intraventricular silicone oil migration post-retinal detachment surgery: diagnostic features and classification ¿ a case study with literature review. Bmc ophthalmology- (2025) 25:109 page 3-7. The manufacturer internal reference number is: (B)(4).